Event description:
Device malfunction: off-label use, filter basket recovery issue, intentional detachment of wire from basket. Time of malfunction: during the procedure in 2006. Symptoms/ae: surgical procedure to remove device. It was reported that a lesion in a coronary by-pass graft was being treated. The lesion was long and the physician used 2 stents. The first stent was a non-abbott coronary stent placed distally in the lesion. The rx accunet embolic protection device was then deployed after the non-abbott stent, off-label use, and the rex acculink stent was deployed in the proximal protion of the lesion. A 5x20 viatrac balloon was used for post-dilatation. When the physician tried to retrieve the filter and found that the filter basket had moved proximally and became entagled in the acculink stent. The physician tehn tried to pull the filter back instead of pusing forward with the filter basket entangling the filter basket further in the stent. Both recovery catheters were used unsuccessfully. The physician then decided to pull back on the filter wire with force to detach the wire from the basket and then sent the patient to surgery. Both the acculink and accunet were removed and the physician stated that surgery was successful. The patient's condition post-surgical procedure was grave bit it was felt that the patient would survive. No additional inforamtion was available.

Manufacturer narrative:
Exact cause of the reported arterial air alarms is unknown. User's guide lists poor flow through arterial access, clamped patient line, or loose/disconnected arterial access as probable causes for arterial air alarms. Reported alarms are unlikely the result of a device problem as there have been no similar subsequent problems reported. The user's guide provides adequate steps for troubleshooting air alarms and steps for air removal. There is no evidence of a device malfunction. Nxstage reviewed the reported blood loss with the patient's facility. The facility has provided additional training. Nxstage considers this report closed.